Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified deformation, flat creases, weight to the specification and yellow particles. Cloudy color and bubbles were observed in the gel after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found, related with the manufacturing process.

Event description:
Physician additionally reported double capsule. The device has been explanted.